Event description:
It was reported that the patient is dissatisfied with the visual outcome of the implanted intraocular lens (iol). Through follow-up it was learned that the iol was explanted from the right eye due to poor distance vision despite plano outcome. The patient was unable to drive and work on the computer due to the visual issue. Another johnson & johnson iol was implanted as the replacement lens (different model, dxw150, different diopter of +24.5). The incision was enlarged. There was no patient injury reported. The patient is currently doing better. No further information was provided.

Manufacturer narrative:
Patient weight: unknown; requested but not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.